Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The codman certas plus programmer indicator with numbers is stuck on the number 2. Can not be used for programming or indicating. Event occurred prior to surgery; surgeon used similar programmer to complete procedure with no delays over 30 minutes.

Manufacturer narrative:
The device was returned and evaluated. The toolkit was first visually inspected for any obvious defects, and no external damage to the tools was noted. However, it was noted that the dial did not sit directly under the window and was recessed within the indicator tool housing. Following visual inspection, the adjustment tool was moved by the indicator tool to introduce an external magnetic field. The dial did not respond to the magnetic field, demonstrating that it was frozen and bound within the housing of the indicator tool. Functional test was not performed because the initial assessment demonstrated that the tool was not functional. Following the functional assessment, the bottom label of the indicator tool was removed and the tool was opened to inspect the rotor and pivot mechanism. Visual inspection of the mechanism showed that the upper pivot of the rotor assembly was dislodged from the bushing in the upper housing, causing the rotor assembly to tilt off axis and the dial to bind on the interior of the housing. The pivots were visually inspected under magnification on a smart scope, and damaged to the bottom pivot was observed. The deformation of the pivot tip is indicative of a strong external impact (i.e. Dropping). The shortening of the pivot, as well as deflection of the pivot/housing during a strong external impact could have given the upper pivot enough clearance to dislodge from its bushing. The indicator tools are 100% functionally inspected at aeromed prior to final release. Therefore, a gross failure of this nature most likely would have occurred after release (i.e. During use in the field). Investigation of the returned unit confirmed the reported complaint. The dial was frozen because the upper pivot of the rotor assembly dislodged from the bushing in the upper housing. The damaged to the bottom pivot is indicative of a strong external impact (i.e. Dropping), so the cause of failure was likely due to an external impact. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints.